Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 400cc saline prosthesis experienced left sided deflation post procedure. The patient noticed that the implant feels soft and the top fullness is gone. A physical examination was performed by a physician and deflation was diagnosed. As a result, an explant was scheduled on (B)(6) 2020.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the posterior view. A tear was also observed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the h1 number of events summarized/h1, and summary report field were incorrectly populated on the initial: (manufacturer report number 1645337-2020-14967) which was submitted on (november 24, 2020). These field(s) were populated in error, please disregard them. Manufacturer¿s reference number: (B)(4). Summarized/h1, and summary report field, mistakenly populated.

Manufacturer narrative:
Additional information received on december 9 2020 indicated that the patient underwent bilateral replacements as follow: right replaced with cat#: 3504501bc, sn#: (B)(6), and left replaced with cat#: 3504751bc, sn#: (B)(4). On december 10, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).